Event description:
It was reported by pt that he underwent a hip arthroplasty in 2008, in which he received a durom acetabular cup. Post-op, he experienced pain. Patient's surgeon recommends a revision which is scheduled take place in 2009.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.